Event description:
It was reported that the customer received multiple battery out limit alarms, when the batteries were out of the insulin pump for less than one minute. She also received a failed battery test alarm. The customer had trouble changing the insulin pump's battery. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.